Event description:
Ventilation stopped (black screen) with alams, no patient harm.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not fully be determined. The most likely root cause of this event was due to a data transfer error between vrc on the motherboard, the vu esm and the ip esm caused by ageing of the component's motherboard and ip esm (more than eight years operational). In consequence (correction) the ip esm-board, vu esm-board and vu motherboard were replaced. There was no patient or user harm reported.